Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit has an internal communication failure. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has an internal communication failure.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h11 corrected fields: d4(UDI#) a getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse found pump was not charging batteries. Charge indicator is blinking and battery is selected, but batteries do not show charging lights on them. Replaced power management board. Device passed all functional and safety tests according to factory specifications. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat). The failure analysis and testing dept. Received part number 0670-00-1162 rev. H, serial number (B)(6) , with a reported unit failure of the batteries not charging. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board into the cardiosave test fixture and tested the board to factory specifications per procedure and the cardiosave service manual. While the cardiosave is powered on, the batteries will not charge in either slot. Fat was able to verify the reported issue. Sent the board to the supplier for failure analysis per procedure. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat). The failure analysis and testing dept. Received part number 0670-00-1162 pcb, power management, rohs serial number (B)(6) from the supplier. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The supplier verified the failure of the batteries not charging. The supplier replaced defective components q27, u50 and q68. The supplier retested the board. The board passed testing. The failure analysis and testing dept. Installed part number 0670-00-1162 pcb, power management, rohs serial number (B)(6) into the cardiosave test fixture and tested the board to factory specifications per procedure and the cardiosave service manual. The board passed testing. Retaining the board in the fat per procedure.